Event description:
The customer reported that they started to use the tube on (B) (6) 2009 and leakage from connection of pilot balloon occurred on (B) (6) 2010. A non-routine replacement of the tube was required.